Manufacturer narrative:
The devices were manufactured january 13, 2021 to january 15, 2021. Three (3) devices were received for evaluation. Unaided eye visual inspection was done which observed a tear at the upper left side edge of samples 1 and 2 and a lower right side tear was observed of sample 3. A functional testing was performed which revealed a leak at the upper left side edge of samples 1 and 2. Sample 3 observed a leak at the lower right side of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The location of the leaks were from the edge of the bags. This was discovered during the compounding process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.